Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.

Event description:
The pt's (B)(6) occipital nerve stimulation system (off-label) includes two percutaneous leads from the same lot. It was reported the pt experiences pulling and tightness from the leads when turning his neck. Surgical intervention may be undertaken at a later date to address this issue.